Event description:
It was reported the pt experienced ringing in his right ear after he went through a security system. The pt indicated when the stimulation was on, he heard the ringing and when he turned the stimulation off, it stopped. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4). Ringing in the ear.